Manufacturer narrative:
The device was being used for treatment when the reported event occurred. There was no patient harm when the unit was swapped out.

Manufacturer narrative:
B4: 13aug2021. The technician noticed there was no error recorded on the day of the event which leads him to believe that it was some type of power surge that caused the incident.

Manufacturer narrative:
B4:19may2021. The customer could not confirm or duplicate the reported failure. They ran performance verification testing on the unit, and it passed. The customer reported no parts were replaced, and the unit was returned to service.

Event description:
The customer reported that the vent was making a clicking noise, and at that point the vent shut off with blue vertical lines on the screen. The unit was in clinical use, but there was no patient harm.